Event description:
Sorin group (B)(4) received a report that the battery of the s5 system would not recharge. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. Testing of the returned device confirmed the issue and found the cause was due to a defective component on one of the circuit boards. The root cause of the defective component could not be determined. Sorin group (B)(4) will continue to monitor the market for this issue.